Event description:
It was reported by the patient that the previously working remote monitor would not turn on. The patient was instructed to disconnect and reconnect the power cord and the monitor started. The monitor is not being returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.